Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. No specific impact on the customer¿s blood glucose level was disclosed, and it is unknown if levels exceeded 500 mg/dl. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and was instructed to call back if the issue reappeared.